Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported seizure and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient experienced high blood glucose (bg) levels reaching to 285 mg/dl while wearing the pod. The patient experienced high blood pressure and suffered a seizure. The patient did not seek further treatment. The patient's blood glucose and insulin history are as follows: time: bg(mg/dl): cho(g): bolus(u): 3:03am, 285, 5.25. 4:30am, 238, 4:45am, 224.